Event description:
"Fiber failed/is defective." This information is documented as reported to trimedyne. The event was reported to trimedyne in 2007 with no known event date. Based upon the information provided by the complainant, the event was determined to be not reportable. However, evaluation of the returned product (on 06/22/2007) revealed the problem to be reportable.

Manufacturer narrative:
Eval summary. A visual examination was performed on the returned product. Distal end: the fiber is cleaved, buffer and black shrink tubing are stripped. Proximal end: the fiber is recessed 0.125" from the surface. Optical sleeve has pits next to ID. White particles are present inside the sma connector. Fiber is broken and separated 44.5" from proximal end (separated piece length = 75.75"). The product label printing is smeared, consistent with one or more steam sterilization cycles. At fiber break, on portion of fiber attached to proximal connector, fiber buffer is flattened distal to break, consistent with the fiber being clamped on it's outer buffer. Possible cause(s): excessive force placed on fiber mid-fiber due to clamping fiber to surgical drape or exceeding the fiber's bend radius contrary to the instructions for use; fiber break in proximal connector possibly due to laser misalignment or improper care during re-use.